Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had difficulty loading the cartridge as "2 needles would not allow proper flow of insulin". The customer used a new insulin needle and the cartridge was loaded with insulin. There was no reported impact to the blood glucose level.